Event description:
A malfunction alarm was reported due to an unexpected atmospheric pressure change detected. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccur. The caller acknowledged and understood the instructions.